Event description:
In 2009, the pt's mother reported that yesterday, the pt had elevated blood glucose readings in the 200s mg/dl range. The only symptom was irritability. She stated the pt bolused insulin via her infusion device and changed her infusion sets but her blood glucose only decreased after she delivered insulin via injection. She took 3 insulin injections and went to an exercise class and her last reading last night was 100 mg/dl. She woke up this morning with blood glucose of 280 mg/dl. She took a correction bolus of 6.1 units and, during the report, the pt tested and her reading was 188mg/dl. She confirmed the time and basal rates on her infusion device are accurate. She stated she may have some scar tissue. She normally changes her infusion headset and tubing every 3 days but has changed them daily since five days prior to the event. The pt started using her infusion device and is still making adjustments. Courtesy samples of infusion sets were sent to the pt. Nine days later, the pt's mother stated the pt continues to have elevated blood glucose readings up to "hi" on her blood glucose meter. She stated the pt's body does not appear to respond to insulin. The mother was advised to have the pt switch to her backup infusion device for troubleshooting purposes. Five days later, the pt's diabetes educator stated the pt's blood glucose have returned to normal while using her backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.